Event description:
On (B)(6)2022, staples were found jamming during usage on the patient.

Manufacturer narrative:
Qn#(B)(4) the device has not been returned for investigation.

Event description:
On 14 aug 2022, staples were found jamming during usage on the patient.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A verification of failure mode reported in the current manufacturing process was conducted as follows: (B)(4) staplers were taken from the current production from p/n 528235 visistat 35w 6/box lot# 73h2200424 the staplers were functionally inspected (fired) and issue reported "misfire/jamming - info not provided" was not observed in the current manufacturing process, the staples were loaded and released correctly. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4). The customer provided a photo of the reported device and returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the staples appeared properly aligned. The returned sample appears used as there is biological material present on the device. The stapler was received with 16 staples left in the cartridge indicating that at least 19 staples were fired by the end user. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the first staple was able to properly form and release. This was repeated three more times with the same result. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. The remaining staples were all able to engage and close into the skin pad. No functional issues were found with the returned device. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." In summary, the reported complaint of "misfire/jamming - info not provided" could not be confirmed based upon the sample received. The returned stapler was able to form and release all remaining staples in the cover block. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. There were no functional issues found with the returned stapler. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
14 aug 2022, staples were found jamming during usage on the patient.